Event description:
The customer reported that there are intermittent communication errors resulting in system lockup. The system has to be rebooted to restore system functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The passive backplane was evaluated and replaced. The system was tested and found to be working as intended and returned to service.